Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the pink safety shield fell off of the bd vacutainer® eclipse¿ blood collection needle when the phlebotomist tried to engage shield with her thumb. No serious injury or medical intervention reported.